Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the red level sensor cable did not work on the perfusion system. As a result, an alternate device was employed. The customer switched to the yellow cable to complete the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.